Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported her blood glucose, carbohydrate intake and insulin history is as follows: she decided to go to the hospital and upon arrival she was admitted for diabetic ketoacidosis and her co2 was low. They treated her with 4 bags of fluids intravenously. Upon inspection she noticed the cannula was not properly inserted into her skin.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found.